Event description:
Additional information was received via a user report (mhra number: (B)(4) on 2025-jan-17 regarding information from a healthcare provider. It was further indicated that the patient¿s care giver contacted the outpatient department (opd) on (B)(6) 2024 around 10:00, and the patient was experiencing an increase in spasm activity and the pump had been alarming since on (B)(6) 2024. Regarding the nature of the alarm, likely 'critical alarm' was indicated. It was further indicated that no other withdrawal symptoms were noted. The patient was transferred to spinal cord injuries centre in the evening on (B)(6) 2024 for monitoring and review of the baclofen pump. The pump was interrogated by consult on (B)(6) 2025 and by the opd nursing staff on (B)(6) 2025 as the patient continued to show symptoms of withdrawal and it was unclear why. The pump logs reviewed showed recurrent critical alarm ¿ pump motor stall occurred with each stating pump motor stall recovery. Almost a daily occurrence where the pump was stalling for between 15 minutes to 1 hour and 15 minutes was further noted. The patient remained in the hospital for monitoring on oral replacement baclofen to ensure no withdrawal symptoms and pump replacement was planned to occur at that time on (B)(6) 2025. Additional information was later received from a foreign healthcare provider via a company representative on 2024-jan-28. The pump implant date could not be further clarified by the healthcare provider. The motor stalls, return of spasms, and worsening spasms had been resolved following pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 update: the previous conclusion / annex d code d14 has been updated to d03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 3,000 mcg/ml at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient's pump was replaced in (B)(6) 2024. The date (B)(6) 2024 is considered an approximate date of pump implant (specific month and year known only). The pump later had an unexplained motor stall during the night, while the patient was asleep. The patient reported a return of their spams. Upon checking the pump logs a motor stall was identified and the pump was also restarted again soon after. The healthcare provider indicated that in this case the patient was not aware of any strong source of magnets like for example an magnetic resonance imaging (MRI) scan that had been performed, or other sourced of electromagnetic interference (emi) sources. For this reason, they wanted to doublecheck what could have possibly caused the motor stall. On (B)(6) 2025, the healthcare provider contacted the company representative and stated that the patient has experienced further motor stalls of his pump regarding a few a day. The pump logs were read, and pump motor stall was stated and recovery was shown. The pump has been recovering within 30 to 90 minutes; however, the patient has experienced worsening of his spasms. The patient put on oral baclofen to manage worsening of spasms. It was indicated that there were no noted environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2025. Surgery was scheduled for pump replacement that is to occur on (B)(6) 2025. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
H3: 8637-20: destructive analysis determined there was a hole in the internal pump tube which contributed to drug leaking into the motor containment area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the patient's pump replacement date was (B)(6) 2024. According to the logs provided the motor stalls with recoveries were noted below; (B)(6) 2024 at 11:27 pump motor stall occurred (B)(6) 2024 at 11:34 pump motor stall recovery (B)(6) 2024 at 11:22 pump motor stall occurred (B)(6) 2024 at 13:37 pump motor stall recovery (B)(6) 2024 at 20:42 pump motor stall occurred (B)(6) 2024 at 21:02 pump motor stall recovery (B)(6) 2024 at 14:07 pump motor stall occurred (B)(6) 2024 at 14:18 pump motor stall recovery (B)(6) 2024 at 22:17 pump motor stall occurred (B)(6) 2024 at 22:43 pump motor stall recovery (B)(6) 2024 at 23:32 pump motor stall occurred (B)(6) 2024 at 23:53 pump motor stall recovery (B)(6) 2024 at 12:32 pump motor stall occurred (B)(6) 2024 at 13;32 pump motor stall recovery (B)(6) 2024 at 08:08 pump motor stall occurred (B)(6) 2024 at 08:14 pump motor stall recovery (B)(6) 2024 at 10:04 pump motor stall occurred (B)(6) 2024 at 10:25 pump motor stall recovery (B)(6) 2024 at 07:47 pump motor stall occurred (B)(6) 2024 at 07:55 pump motor stall recovery the dose rate noted on the logs was baclofen (549.9 mcg/day).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: destructive analysis determined there was a hole in the internal pump tube which contributed to drug leaking into the motor containment area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 3000 mcg/ml at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient's pump was replaced in (B)(6) 2024. The date (B)(6) 2024 is considered an approximate date of pump implant (specific month and year known only. The pump later had an unexplained motor stall that occurred during the night while the patient was asleep. The patient reported a return of their spams. Upon checking the pump logs, a motor stall was identified and the pump was also restarted again soon after. The healthcare provider indicated that in this case the patient was not aware of any strong source of magnets like for example a magnetic resonance imaging (MRI) scan that had been performed, or other sources of electromagnetic interference (emi). For this reason, they wanted to doublecheck what could have might caused the motor stall. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) on 2025-jan-16. It was reported that the patient's age was 55 years old. The patient's weight was unknown. The patient's gender was male. The patient's medical history was unknown. The pump implant date was reported as approximately 1 year ago. The cause of the motor stall was not determined. The pump was replaced with a synchromed iii pump.